Event description:
In april 2001 the end-user stated that the quick-set lifting off of the tape. The end-user stated that they put the set in yesterday. They state that the tape of the set is still stuck on their body, but the tubing connector and the cannula hub have lifted completely off. In may 2001 maersk medical received the complaint and the used infusion set. The near-incident took place in USA.